Event description:
It was reported during a da vinci colectomy surgical procedure that the endowrist one vessel sealer instrument's cautery function would not energize. On 10/16/2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. It was stated that sealing issues were observed with the vessel sealer instrument, aproximately half way through the procedure. The vessel sealer instrument's cauterizing function worked as expected, then it's function became intermittent throughout the procedure. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument passed electrical continuity testing. Visual inspection showed no blade exposed or damage to the grip assembly. Light biodebris resided within the garage track. A cautery and seal function test was performed with no issue. No loss of power and no intermittent energy were observed. The beep noise indicator went on when sealing function was completed. Grip force testing was performed on the grips as additional testing. Remotefe data did not confirm any cautery/sealing problem. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the instrument failing to seal if to recur could cause or contribute to an adverse event.